Event description:
Peritonitis. Report received in aug-2004 from a physician via a sales rep regarding patient (identifiers unk) who experienced peritonitis after receiving seprafilm. The pt underwent surgery (surgery unspecified) and seprafilm was placed (number of sheets and location not provided). Four to five days after the surgery, the pt developed peritonitis. The pt was re-operated upon and abdominal fluid was aspirated and the area was irrigated. It was reported that the pt "was fine" after re--operation. The relationship between the adverse event and seprafilm was not provided by the reporter. MFR's comment: please refer to sflm-10096 for another case of peritonitis from this reporter.